Manufacturer narrative:
This follow-up is being submitted to relay additional and corrected information. (B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Medical products: zimmer liner catalog # unknown lot # unknown. (B)(6). Manufacture date ¿ ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised due to infection. During the procedure, the femoral head, stem and acetabular liner were removed and replaced. Attempts have been made, but no additional information is available.